Event description:
Pt was implanted with monarch hardware in 2005. Surgeon believes that the locking caps loosened unilaterally overstressing the right s1 screw causing it to break. A revision procedure was performed. Device #1. See also MDR#1526439-2006-00008.